Manufacturer narrative:
Evaluation: results: lead has all wires broken. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received their scs system on an unknown date. It was reported that the lead stopped working. The lead was explanted and returned to ans for evaluation. No further information is available.